Event description:
User facility reports four (4) employee experienced burning, watery eyes, burning sensation in nasal mucosa, faint feeling and difficulty breathing. No medical treat was provided. Two days after initial report no further symptoms were reported. This report is for the first of four employees.